Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number are unknown. Based on the information received, the root cause could not be determined.

Event description:
Report 1 of 2 in the article " mechanical failure of plate breakage after open reduction and plate fixation of displaced midshaft clavicle fracture - a possible new risk factor: a case report" by batash, r., et al, the authors discuss a case report of an "unusual case" of a patient with a midshaft clavicle fracture following a plate breakage. The authors aimed to provide more information on this complication and recommendations for a working plan that might help to prevent these cases in advance. The authors described a 35 year old caucasian male who fell laterally on his right shoulder due to a hoverboard accident. On x-ray at the emergency room (ER), a displaced comminuted right middle third clavicle fracture, with clavicle shortening was diagnosed. The patient was otherwise healthy with no routine medications or allergies. Surgery was performed 10 days later. A superior approach to his clavicle using right-sided acumed locking clavicle plate was applied. Intraoperative and postoperative imaging were performed. After the operation, the patient was treated with analgesia, his shoulder was immobilized in a sling, and physical therapy was recommended with restricted range of motion of < 80° abduction. The patient was asked to return to a standard follow-up examination after 2 weeks, in which a standard x-ray demonstrated the fracture fixated by the locking plate. The patient reported feeling good and was released with the recommendation of continuing physical therapy while avoiding lifting heavy weights. Five weeks later, the patient returned to their ER. The patient described picking up a grocery bag with two packs of sugar, 1 kg each, hearing a breaking sound and feeling his whole shoulder falling down. An x-ray demonstrated a breakage of the fixation clavicle plate with a displacement of the fracture. The patient was operated on again: the fracture and implant were exposed, the plate and screws were removed completely, and a new longer fixation plate was implanted. They also used a cancellous bone graft to refill the fracture site. The authors reported "the broken plate was sent back to the factory for inspection"; however, it is unknown where this plate was sent, and acumed has no record of a complaint of this nature. This report is related to report number 3025141-2023-00746.